Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported intermittent failure of the pendant. The rotate image button was sticking, restricting the imaging system to progress through the application software. The pendant was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect pendant has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed "system booting please wait." The reported issue occurred when starting up the imaging system for the procedure. Restarting the imaging system did not resolve the reported issue. Unplugging the viewing station of the imaging system from the imaging system and restarting each component separately resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the returned pendant could not confirm any failure as, despite failing the visual inspection due to permanent marker writings near the imagepark and imagehighlateralup buttons, it was fully functional when installed in a good known system and passed functional and usability test. 2d and 3d images were acquired.